Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd an scs system including an ipg on (B)(6) 2010. It was reported that the pt is unable to increase the amplitude for one of her programs. In addition, she is said to have swelling in one of her legs which reportedly is present regardless of the stimulation's function. The pt was referred to her implanting physician for further interrogation. F/u on this matter found that with respect to the alleged stimulation issue, the pt was recently issued a new programmer which appears to have helped in ensuring that effective stimulation is being delivered via her set programs. She has been referred to a specialist for further evaluation regarding her swelling.